Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal left circumflex artery (lcx). Following predilation with a 2.0x20mm and a 2.5x10mm balloon catheter, a 2.50 x 24mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the target lesion. The device was removed and the physician noted that the distal stent was a bit open than usual. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified no damage. The stent was securely crimped on the balloon and there was no damage present along its entire length. A visual and tactile examination of the hypotube identified no kinks or damage. A visual and tactile examination of the midshaft and distal extrusion identified no kinks or damage. No issues were noted with the tip profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal left circumflex artery (lcx). Following predilation with a 2.0x20mm and a 2.5x10mm balloon catheter, a 2.50 x 24mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the target lesion. The device was removed and the physician noted that the distal stent was a bit open than usual. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).